Event description:
According to the reporter, intra-operatively in a laparoscopic bilateral inguinal hernia repair, during closure on the perineum, the device had difficulty reloading the handle, and it showed malfunction in the last load of the staples. They used other device to complete the case and resolve the issue. There will be an additional operation performed to correct the issue. The patient was alive with no injury.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic bilateral inguinal hernia repair, during closure on the perineum, the device had difficulty reloading the handle, and it showed malfunction in the last load of the staples. They used other device to complete the case and resolve the issue. There will be an additional operation performed to correct the issue. The patient was alive with no injury.